Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a polypectomy snare (manufacturer unknown) was inserted into the olympus endoscope. The snare was being used to remove a plastic biliary stent from the common bile duct. However, the account encountered resistance when passing the snare through the working channel of the scope and the technician was unable to advance the snare down the length of the scope. The snare was removed from the scope. At this time, it was discovered that the foam sponge from the rx locking device and biopsy cap had been expelled from the biopsy cap and had become lodged within the working channel of the scope. The endoscope was removed from the patient. The procedure was completed with a second olympus endoscope, a second rx locking device & biopsy cap and the original polypectomy snare. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, a polypectomy snare (manufacturer unknown) was inserted into the (B)(4) endoscope. The snare was being used to remove a plastic biliary stent from the common bile duct. However, the account encountered resistance when passing the snare through the working channel of the scope and the technician was unable to advance the snare down the length of the scope. The snare was removed from the scope. At this time, it was discovered that the foam sponge from the rx locking device and biopsy cap had been expelled from the biopsy cap and had become lodged within the working channel of the scope. The endoscope was removed from the patient. The procedure was completed with a second (B)(4) endoscope, a second rx locking device and biopsy cap and the original polypectomy snare. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).